Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings:investigation revealed that the display screen was dim and discolored. Unrelated to the display issue, investigation revealed that there was a cold solder connection in the continuous glucose monitor communication circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 06/20/2015.